Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported that he received a prime rewind alarm on the insulin pump. The customer's blood glucose level was not known. The customer stated that insulin was squirting out during the manual priming process. The customer was not connected to the insulin pump at that time. It was also stated that the insulin pump was neither bumped nor dropped prior to the prime rewind alarm occurring. Nothing further was reported.